Manufacturer narrative:
A chr of lot #repk0110 showed no other similar product complaints from this lot number. The complaint is inconclusive since the product was not returned for evaluation.

Event description:
It was reported the line was inserted into a haematology patient in 2006 and had to be repaired 11 days later. The line was removed due to infection.